Event description:
Caller reported discrepant high troponin (tni) results compared to another hospital for several pts. (See MFR report # 2027969-2012-01028 for other pts) one pt was a (B)(6) boy that had a tni of 0.09. The technician ran the sample again and received a result of <0.05. The sample was 0.08 when run a third time. Pt sample was then sent to the other hospital and ran on the triage meter. Tni result was <0.05. No other pt info was available. Tni reference range: <0.05 normal; >0.05 abnormal; no gray zone.

Manufacturer narrative:
Pt samples were not returned for investigation. Retained lot k50515 was previously tested in-house. All of the results of whole blood testing were <0.10 ng/ml, with the exception of one. Two out of thirty tests gave slightly elevated result of 0.06 and 0.13. Statistically, 0.06 is within the confidence limit of 0.05 and is not considered a discrepant result. One result >0.10 ng/ml meets qc release specification. Sample specific interferences cannot be ruled out. As of (B)(6) 2012, there are a total of (B)(4) complaints against lot k50515. CAPA (B)(4) was opened to address elevated tni at low end concentrations.